Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented for a system upgrade procedure. During surgery, the newly placed lead had high pacing impedance and had inconsistent capture. There was an attempt to reposition the lead, but the issue persisted and the helix failed to extend. The lead was explanted and exchanged. The procedure was completed successfully without complications. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information revealed the newly placed lead was sensing noise and had low sensing thresholds when the lead was tested during procedure.

Manufacturer narrative:
Additional information: b5, h6.